Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 30 months ago. Vessel morphology at the time of implant is unk. Vessel morphology reported at the time of the event was severe disease progression with aortic neck dilatation and angulation of the aortic. It was reported that the CT demonstrated that the stent graft has migrated approximately 15 mm distally, resulting in a type I endoleak. The physician elected to implant two aneurx cuffs to successfully resolve the migration and endoleak. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Secondary intervention - results of eval: graft migration, endoleak. Disease progression with aortic neck dilatation and angulation of the aortic. Conclusion: disease progression with aortic neck dilatation and angulation of the aortic.